Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced elevated blood glucose levels as the continuous glucose monitor read "high" during the occlusive events. A correction bolus was delivered to address bg level. Reportedly, customer administered bolus unit by unit and resumed insulin to resolved the issue.